Event description:
On (B)(6) 2013, an ankylos c/x b14 implant was placed into region l19 (#36) of a pt. Subsequently, the pt described the symptoms of paraesthesia. The removal of the implant that was possibly placed too close to the nerve was discussed with the pt. During follow-up visits the pt showed signs of constant recovery. However, the pt desired to get rid of the implant, thus the dentist removed it on (B)(6) 2013 and replaced it immediately with an ankylos c/x b11. Subsequently, the pt has been reporting further improvement of the symptoms.

Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.